Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead dislodged. Another lead was placed instead. No adverse patient effects were reported. It was determined that the lead is unavailable for return. Determined to be unavailable upon request.